Event description:
The customer reported that the remote network station (dns or remote monitoring system) is not showing video output.

Manufacturer narrative:
Awaiting requested device for failure investigation.